Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred.   The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. An unspecified micro catheter and a non-bsc guide wire was advanced and crossed the lesion. The 1.5mm x 20mm x 143cm coyote es mr balloon catheter was used to treat the lesion. The balloon was first inflated at 10 atmospheres. Upon the second inflation, the balloon ruptured at 14 atmospheres. No kink was noted prior to use and no resistance was encountered during the procedure. The balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The coyote es catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).